Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified) when he compared readings obtained using the subject meter to a reading from another meter (actual results and brand of other meter unknown) both within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results may exceed lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using lantus, novolog and metformin and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of ¿lightheaded, dizzy, ears ringing, shakes, cold and slightly confused¿ approximately 15 to 20 minutes after the alleged issue began. The patient reportedly self-treated by consuming additional food and/or drink in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.